Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas experienced premature battery discharge, with logs confirming battery depletion allowing approximately 1.3 days between full charge and empty, and the affected device component identified as the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.